Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this insertable cardiac monitor (icm) device had started to come out of the skin of the patient; it was noted that the proximal end of the device was exposed. Subsequently, the patient underwent a surgical procedure to have their icm device explanted and replaced with a new one. No additional adverse patient effects were reported. This icm device has not been returned for analysis.